Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb plunger rod was broken / damaged. The following information was provided by the initial reporter: material #305270. Lot #2279988. Rcc received a complaint via email. Email(s) attached. Item(s): 305270. Lot(s): 2279988. Date incident occurred: past weekend. Was the patient impacted? If yes, describe: as the customer was injecting, the plunger broke spilling the contents of a complete vial of medicine. Is a sample available? Yes & photos attached. Customer request? Requests compensation for testoserone and replacement syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. One sample and two photos of a 3ml integra syringe with a 25x1¿ needle (part number 305270) were received for evaluation. The sample was received loose, with all components present, the needle retracted within the syringe, and the stopper cut. One photo showed the labeled package, while the other displayed a loose syringe with the needle and shield attached and the stopper cut. The reported defect could not be confirmed based on the sample or photos provided. The observed condition is within product specifications, and no device-related issue was identified. Furthermore, a device history record review was completed for provided lot number 2279988. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.